Event description:
During device replacement procedure for normal battery depletion, high pacing impedance was observed on the right ventricular (rv) lead. It was suspected that the cause of the event was damage to the lead during device replacement. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.